Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6) 2011, the patient presented to the ER after receiving several shocks for suspected atrial fibrillation with rapid ventricular response. Interrogation revealed the device went into hardware vvi reset mode while charging. The patient had been lost to follow-up for several years. The physician opted not to change out the device due to the patient's comorbidities. The device remains implanted.